Event description:
The customer's husband stated that the customer was hospitalized for low blood glucose levels with a reading of 57 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. Assisted the husband with the basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.